Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system was showing shock lead impedances within normal limits but and alert for 0 ohms was triggered at some point. While reviewing a transmission it was determined that the out of range impedance alert was triggered the same day that the patient had a left knee surgery. It was discussed that this could have been the origin of the electromagnetic interference (emi) that could have caused the alert. A max energy shock was recommended as an option to test lead integrity but it has not been confirmed as completed. The rv lead remains in service. No adverse patient effects reported.